Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6) hospital, the tube was found deformed and the cuff was found leakage during usage on the patient. Involved 6 pcs." No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample had a slight kink at the "an" of the "sheridan" mark. The proximal end of the balloon cuff is pushed towards the distal end of the tube, shortening the length of the cuff. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube is used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube and no issues were observed. The returned sample was able to pass the kink resistance test. The reported complaint of "tube kinked" was confirmed based upon the sample received. The sample was returned slightly kinked at the "an" of the "sheridan" mark. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% the size of the inner diameter of the tube was able to freely pass through the tube multiple times with no issues. Although the sample was able to pass the kink test, a non-conformance has been previously opened to further investigate the kinking issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The part number is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 130 samples were taken from the current production , the samples were visually inspected and the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leakage during usage on the patient. Involved 6 pcs." No patient harm was reported.